Event description:
It was reported that the ilet user paused insulin delivery to avoid further dosing and was advised that this action is not needed because the pump automatically suspends dosing when low glucose is detected or predicted. There were no reported symptoms. Outcomes included no alerts or alarms and no health consequences. Investigation included troubleshooting and user education regarding pump automated insulin suspension and appropriate use. Investigation of this case revealed no device malfunction and no component failure, and indicated user-initiated dosing pauses contrary to intended operation. It was concluded, based on previously established findings for similar reports, that the cause was use error related to user understanding, mitigated through education.